Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep and the healthcare professional (hcp) had not heard back from the patient at the time of the report. The rep believed that the issue was resolved. The hcp said that it was residual stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned the stimulation off and down to 0.0v but still felt the tingling in their legs, just less intense. The patient confirmed the therapy was off with the absence of the lightning bolt. It was reported that the feeling remained until the next day when they turned it back on and then the stimulation sensation got stronger. The caller indicated that they checked impedances and nothing was out of range, the reference electrodes 0, 7, 12 and 14 had a range of 1100-1400 ohms. The caller stated that it had been happening for 2 months, but the patient had been dealing with it because they were pre-occupied with bronchitis, so they just waited until the next time they were seen. The caller was walked through using the recharger to perform a short physician recharge mode (prm) to force a power on reset (por). This was noted to not have resolved the issue. No falls or trauma were noted to be related to the issue. It was reviewed that the device had no output at 0.0v and off and the caller should consult with the patient¿s healthcare provider to possibly perform imaging to see what else may be going on. The change in therapy was reported to be sudden. No further complications were reported.